Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked top case, bottom case, plunger case, and a missing battery. A force sensor test error was found in the device's event history log. To conduct functional testing, a force sensor test was conducted. Upon review, the reported problem was confirmed. It was determined that the out of specification force sensor was the root cause. The service history review identified no indication that the complaint was related to a service of the device within the review period. G2 email is: (B)(4).

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, d3, g1, and g2 email is: (B)(6).

Event description:
It was reported that the pump exhibited a force sensor failure. It is unknown if there was patient involvement, no adverse patient effects were reported.